Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the automatic lead impedance measurements showed greater than 3000 ohms, but when measurements taken manually, they were normal.